Manufacturer narrative:
Clarification to b3: partial date of oct/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Event description:
Healthcare professional reported "capsular contracture", baker grade unspecified. Later healthcare professional reported "there is significant contracture as well as the rupture". This record is for the right side. Device remains implanted. Patient was prescribed singulair¿.